Event description:
It was initially reported in the technical service call that the programmer powered up to an error. The caller was going to try to run the service disk to clear. It was then further reported on the return paperwork that the programmer had no power. The programmer was returned for service. There was no patient involvement.

Event description:
It was initially reported in the technical service call that the programmer powered up to an error. The caller was going to try to run the service disk to clear. It was then further reported on the return paperwork that the programmer had no power. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power on and therefore the power supply was replaced, however analysis was unable to confirm the customer comment that the programmer booted to an error, even after the power supply was replaced but a reconfiguration was completed and the software reloaded anyway, as a preventive measure. Concomitant product: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).